Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. The valve was defective and did not work. It was necessary to discard the product and use another like device. There was no adverse patient consequence.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # j1365869; mfg date 2013-05; expiration date 2018-05. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.